Manufacturer narrative:
H6 adverse event problem codes: health effect - clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was initially reported the patient was scheduled for a lead revision. It was later reported that patient was seen for surgery due to the lead moving off the patient's nerve. It was noted that when vns would stimulate, the patient's left arm would "spasm" which led the physician to believe it was related to the lead placement. The surgeon elected to fully replace the vns system. The explanted product was discarded. No other relevant information has been received to date.

Event description:
Additional information was received. Per the surgeon, the cause of lead moving could not be determined.